Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned in segments and analyzed; analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: d314drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead was possibly fractured. There was high impedance and high short interval counts (sic). The lead was explanted and not replaced. No patient complications have been reported as a result of this event. The right atrial lead was returned to the manufacturer after being explanted due to the right ventricular lead fracture and subsequently tested out of specification.